Event description:
The customer reported that latron controls were failing with latron differential (diff) scatter mean high on a coulter lh 750 hematology analyzer after startup. The customer also reported a fluid leak of approximately 5ml from the area of the blood sampling valve (bsv). The customer could not locate the source of the leak. The leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed that the fluid leak was approximately 5ml and consisted of clear fluid. The fse found the origin of the leak at pinch valve vl13 due to tubing cut at the fitting. The tubing was replaced to resolve the leak. The fse also found solenoids sol24 and sol9 were operating sluggishly. The fse replaced sol24 and sol9. The fse also performed latron adjustment to resolve the reported control issue. (B)(4).